Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false negative patient result was obtained. Visible growth was observed in the patient's tube with no contamination noted. Gram staining and lj media testing gave a positive result. The sample was retested and active bacillus was observed in the repeat gram stain. In addition, a new sample from the patient was requested. Pcr testing of the sample was suggested to the laboratory. There was no report of adverse patient impact.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4039420 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch 4039420 were available for inspection. Retention samples were performance tested for growth and antibiotic susceptibility per the bd standard performance protocol for material 245122. All organisms tested for growth, as listed in the certificate of analysis, had detectible growth in the instrument within the expected incubation time. Additionally, antibiotic susceptibility testing was satisfactory with detectible growth controls and expected susceptibility results for the organisms against the drugs tested. Three photos were provided for this investigation; however, photos cannot be used to confirm complaints for performance. All 3 photos show what appears to be an lj slant tube with slight growth at the bottom of the slant, next to a tube from batch 4039420 with slight growth at the bottom. No return samples were received to assist with the investigation. Retention sample testing of the batch in question was satisfactory. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It was reported after using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false negative patient result was obtained. Visible growth was observed in the patient's tube with no contamination noted. Gram staining and lj media testing gave a positive result. The sample was retested and active bacillus was observed in the repeat gram stain. In addition a new sample from the patient was requested. Pcr testing of the sample was suggested to the laboratory. There was no report of adverse patient impact.